Event description:
The patient's increased seizures were non-epileptic and not related to vns or the cellulitis/dermatitis. In regard to the lack of perception of stimulation there was no assessment but diagnostics were within normal limits.

Event description:
It was reported that the patient underwent generator replacement surgery. Following surgery the patient experienced an increase in seizures and could no longer perceive stimulation. The patient also developed an allergic reaction at the generator site due to tegaderm used during surgery. The cellulitis and allergic reaction were noted to have healed. There is no indication that the increase in seizures was related to the infection. The report of infection is housed in MFR report # 1644487-2020-00786. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.